Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information available.